Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated cassette leaked. This issue was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional testing were performed with no issues noted. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.